Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced glare and blurred vision. It was reported the lens was decentered and had tilted. The patient also experienced damaged endothelium. This lens was the replacement lens implanted into this patient. Additional information was requested.